Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the stimulation and zapping issues was the patient increased stimulation intensity during the day and even though they turned it down, they didn't turn it down enough to stop the stimulation from going down their leg when lying flat. Patient had been using group c so they were educated on turning it up and down. Patient was given a new group b to use to see if they could use to see if they could get more relief in their left foot as they stated it was giving them trouble. The patient stated that was the reason for turning the stim up. The patient was educated again on how to use the patient programmer. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that about a month ago, they started to notice a slight difference in the therapy working on their toes. Caller stated that they have been trying to go from 'one stage to another' to try to get the stimulation to start zapping their toes. Caller added that yesterday they couldn't get the stimulation to stop at all. Caller mentioned that they called the medtronic rep this morning but, the rep didn't seem to have time for them. Caller also stated the representative mentioned something about number 1 and 2 but they don't know what the representative was talking about. Pt stated they only just unlock the controller and then press the up arrow to see the intensity level; group c program 1 was at 3.6 and 2 was at 3.2 on the call. Agent reviewed increasing and decreasing intensities with the pt. The patient was redirected to their healthcare provider to further address possible reprogramming and to clarify pt's personal groups/program settings. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are getting zapping down the leg when they are laying down on group c. Patient stated they met with a medtronic representative at the healthcare provider ofc today for programming and rep told them to try the new program. Patient stated their toes still hurt but they can handle that. Patient asked to speak with the mdt rep they met with today. Agent asked patient to connect with the controller and controller show implanted neurostimulator 60%, controller 100% charged. Patient service reviewed how to adjust the intensity on each program or turn off the programs and patient said they know that. Agent recommend patient consult with hcp ofc regarding contacting the rep. Agent sent email to local reps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.